Event description:
It was reported that the right atrial leads was dislodged after the patient had a fall. The lead was repositioned on (B)(6) 2017. The patient had no adverse consequences during and post-procedure and would continue to be followed regularly.